Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Primary audible alarm which is related to customer reported problem was found in event log history. During analysis, the reported issue was unable to be duplicated. Replaced speaker and interconnect board for preventive.

Event description:
It was reported that an audible alarm repeating was experienced.